Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission with an inappropriate atrial tachycardia/ fibrillation episode. Upon review, the pacemaker exhibited competitive atrial pacing that induced atrial fibrillation. No intervention was performed. The patient experienced no adverse consequences.